Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they are replaced with ail sensor assembly was broken diode (op1) causing channel error 242.4030. Replaced door assembly crack upper hinge, bezel assembly for fluid ingress, rear case housing and assembly crack upper well. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the moog air-in-line sensor kit. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 29mar2008 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2718-2020 for iui damages.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. There was no patient involvement.